Event description:
According to rptr: the latex free gloves are not durable enough to perform simple nursing task. The gloves tear very easily during routine nursing care and may put nursing care providers at risk for contamination.